Event description:
The customer states that the "ac line configuration does not match the measured voltage". The error comes up on the right screen of the workstation.

Manufacturer narrative:
The ge svc rep verified error. He reloaded the settings back to workstation. System operates as intended.